Event description:
This pacemaker was returned because the ventricular setscrew was not working properly. This was noticed before it was placed in the patient. The device was not implanted.

Manufacturer narrative:
The ventricular setscrew was not working properly. The analysis from the manufacturer is pending.